Event description:
The complainant alleged that during biomed testing, the device's pacer rate was unable to be adjusted. The complainant indicated that there was no pt involvement in the reported malfunction.